Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).

Event description:
Multiple incorrect results occurred for one patient sample. Root cause is not known but hardware repairs have resolved the issue carryover testing and tg calibration passed after replacing the reagent syringe t-valve.